Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks. No intervention was performed. There were no patient consequences.